Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device mis-classified a ventricular tachycardia (vt) episode for a supra ventricular tachycardia (svt) episode. No intervention was conducted. The device is still in use. No patient complications have been reported as a result of this event.